Event description:
Per the clinic, the patient experienced discomfort inside the head and felt implant being hit when washing hair due to an extrusion of receiver/stimulator. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, to underwent a revision surgery where the surgeon unscrewed the implant, rotated it posteriorly, sutured the area of extrusion, and closed the incision site. The implanted device remains.